Event description:
The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the inspection of the screw was carried out visually. In the first step, the hexagon of the screw was examined. The hexagon does not show any damage or deformation. The next step was to examine the underside of the screw. Here, the typical circular wear of an improperly tightened screw, or a screw tightened over an improperly placed rod, was found. Next, the thread of the screw was inspected. The thread was completely sheared off. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. And were found to be according to our specifications valid at the time of production. Review of the complaint history revealed, that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed, that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication for a material manufacturing or design-related failure. Based upon the investigations results, a CAPA is not necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with s4 set screw. It was reported that the product thread slipped when locking the screw. The screw was removed and another was used instead. The malfunction had only a mild impact on the patient; there was a 10 minute delay in surgery. The adverse event / malfunction is filed under aag reference (B)(4).